Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and required the unit had to be restarted during a case to regain mechanical ventilation. There was no report of patient injury.